Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an audit alert. Upon interrogation, it was noted that the patient¿s right ventricular (rv) lead was exhibiting t-wave oversensing (twos) which resulted in the implantable cardioverter defibrillator (ICD) triggering a false lead integrity alert (lia). Both the rv lead and ICD remain in use. No patient complications have been reported as a result of this event.